Event description:
Event description cpi received information that this bipolar endocardial tined lead was removed from service due to possible insulation fracture. The patient with an implantable cardioverter defibrillator was receiving innapproprite shocks. The physician elected to perform an invasive procedure and replace the lead with a new bipolar lead.